Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient¿s implantable cardioverter defibrillator (ICD) was returned with the cause of death listed as septic shock. The cause of the sepsis was requested but not received.